Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was taken to replace the lead.

Manufacturer narrative:
The reported event of high impedance was confirmed. One of the electrodes on the paddle was broke off and its wire was observed. The broken off electrode would have caused the loss of stimulation observed in the field. The event was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.